Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brake is not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake not holding due to wear and tear. The technician replaced the caster to resolve the issue. Based on this info, no further action is required.